Event description:
The complainant alleged while attempting to pace a pt (age unknown), the device would not capture the pt's heart rhythm after the pt had been moved. No alarms or messages were displayed during the malfunction. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.